Event description:
A patient reported experiencing inaccurate results with a ft meter. The patient's blood glucose results were 159 mg/dl (meter), 114 mg/dl (lab). Tests were done within <10 minutes with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.